Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced out of range signals for 1 hour several times during a period of 2 days. Dexcom technical support advised patient to perform a paper-clip restart, and the system is now working fine.